Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
After twin hook surgery, it found the cutout of twin hook. This case was presented at the meeting of (B)(4) for fracture repair on (B)(6) 2013.